Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer delivered remaining bolus and occlusion did not recur. There was no adverse impact customer¿s blood glucose.